Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as ¿high¿; specific value was not provided. Cause was not known. The customer administered a correction bolus via the pump to address the bg.